Event description:
An explant kit was requested as explantation was scheduled for (B)(6) 2025. Re-implantation is currently not considered. The user has been explanted. As per derf information the device was infected and has extruded. The user has an infection and therefore the electrode was left in cochlea and it is planned to reimplant in 6 months.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has been explanted. As per derf information the device was infected and has extruded.